Event description:
On 03/15/2023, hcp reported that on (B)(6) 2023, a patient experienced a break of a pdo thread which migrated down the lower chin area, just one-week post insertion. Hcp proceeded to remove the pdo thread via an external puncture wound in the lower chin. On (B)(6) 2023, hcp confirmed the patient was doing well, but had noticeable bruising after the removal. According to hcp, a filler was used to conceal the loose thread bump before it migrated downwards. This is an ongoing investigation. Additional information will be provided as it becomes available.

Event description:
03/15/2023, hcp reported that on (B)(6) 2023, a patient experienced a break of a pdo thread which migrated down the lower chin area, just one-week post insertion. Hcp proceeded to remove the pdo thread via an external puncture wound in the lower chin. 04/06/2023, hcp confirmed the patient was doing well, but had noticeable bruising after the removal. According to hcp, a filler was used to conceal the loose thread bump before it migrated downwards. This is an ongoing investigation. Additional information will be provided as it becomes available update: 06/14/2023, hcp notified the patient experienced nerve tingling in her face and neck. The patient was scheduled for a follow-up visit. 07/06/2023, hcp informed they had a conversation with the patient who confirmed they were not experiencing any issues.